Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 06/18/2024. Correction to field b5: describe event or problem. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that three fibers with the same lot number were broke at the tip during the case, and that loud popping sounds were heard. The procedure was completed with another device with no patient complications. This report is for the third fiber.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 06/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 06/18/2024. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A risk review of the lumenis moses 365 d\f\l hazard analysis was completed and confirmed that the event of fiber cap/tip break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be determined, therefore, a conclusion code of unable to exclude device was assigned to this investigation.

Event description:
It was reported that three fibers with the same lot number were broke at the tip during the case, and that loud popping sounds were heard. The procedure was completed with another device with no patient complications. This report is for the third fiber.

Event description:
It was reported that three fibers with the same lot number were broke during the case, and that loud popping sounds were heard. The procedure was completed with another device with no patient complications. This report is for the third fiber.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 06/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 06/18/2024.